Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 80% stenosed lesion being treated was located in the severely tortuous, severely calcified eccentric ramus circumflexus (rcx) artery, containing a >45-<90 degree bend. The lesion was predilated with a 2.0x20mm non-bsc balloon, inflated to 10atm for 30 seconds. The physician attempted to place the 2.25x24mm promus element stent, but was unable to reach the lesion due to the very calcified and tortuous anatomy. The physician began withdrawing the stent from the circumflex (cx). During withdrawal, the stent struts became stuck in the calcification and the stent was stripped off proximal to cx/left main (lm). An unknown 1.25x20mm balloon was inflated inside the stent, to 2-3 atm, and withdrawn to the guide catheter. The physician attempted to remove the guide catheter with balloon and stent over the guidewire to the femoral sheath. During this attempt the stent stripped off at the calcified femoral vessel wall and remains in the patient. The physician attempted to complete the procedure with a non-bsc cutting balloon, but was unable to cross the lesion. The lesion was dilated with a 2.5x30 non-bsc balloon reducing the stenosis to 30%. Patient status reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found that the stent delivery system (sds) was returned without the stent attached. Crimp marks were evident on the device indicating that a stent had been crimped during the manufacturing process. The stent itself was not returned. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 80% stenosed lesion being treated was located in the severely tortuous, severely calcified eccentric ramus circumflexus (rcx) artery, containing a >45-<90 degree bend. The lesion was predilated with a 2.0x20mm non-bsc balloon, inflated to 10atm for 30 seconds. The physician attempted to place the 2.25x24mm promus element stent, but was unable to reach the lesion due to the very calcified and tortuous anatomy. The physician began withdrawing the stent from the circumflex (cx). During withdrawal, the stent struts became stuck in the calcification and the stent was stripped off proximal to cx/left main (lm). An unknown 1.25x20mm balloon was inflated inside the stent, to 2-3 atm, and withdrawn to the guide catheter. The physician attempted to remove the guide catheter with balloon and stent over the guidewire to the femoral sheath. During this attempt the stent stripped off at the calcified femoral vessel wall and remains in the patient. The physician attempted to complete the procedure with a non-bsc cutting balloon, but was unable to cross the lesion. The lesion was dilated with a 2.5x30 non-bsc balloon reducing the stenosis to 30%. Patient status reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). (B)(4).